Manufacturer narrative:
E1: intial reporter city: (B)(6).

Event description:
It was reported that catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the tip of the catheter was torn. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
E1: intial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. During visual inspection a kink was observed in the sheath assembly. Microscope inspection revealed there was no damage observed on the distal tip or guidewire exit port assembly.

Event description:
It was reported that catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the tip of the catheter was torn. The procedure was completed with another of the same device. There was no patient injury.